Event description:
Pt needed to be started on nipride emergently. We used 3 separate chambers on 2 different pumps and also changed the tubing before we finally got a chamber to work. The rn was admitting patient from the or and needed to start nipride quickly. She attempted to use three different channels on two different brains. She changed the tubing also. Finally they got a working channel and were able to administer the nipride. She took the channels out of service but as the brains were still working she left those. Please note that this refers to three alaris pumps.